Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. It was confirmed that the sample 1 (s1) mixer failed and the reagent 1 (r1) probe failed the bottom of the cuvette (bocc) alignment. The cse performed the alignment and all service methods were within acceptable ranges after the alignment. Inadequate sample mixing or inadequate reagent delivery could cause false low results. System was fully operational upon departure. Siemens concluded that the potential cause is the failed s1 mixer and r1 probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.